Event description:
It was reported that a patient underwent a robotic urology procedure on (B)(6) 2023 and suture was used. During the procedure, the thread lost its needle, the needle pulled off from the thread each time it was used. Risk of losing the needle inside the patient. Use of at least 7 or 8 threads before throwing away the whole box and changing the lot with another. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). Events reported via: 2210968-2023-10013, 2210968-2023-10014, 2210968-2023-10016, 2210968-2023-10017, 2210968-2023-10018, 2210968-2023-10019, 2210968-2023-10020.